Event description:
Hospital staff were treating a pt and attempted to defibrillate the pt. Allegedly, the device intermittently would not discharge. The staff were informed that the pt was under a dnr order and treatment was discontinued. The pt was not resuscitated. The reporter stated that the device did not cause or contribute to the pt's outcome. The statement was based on the clinician's assessment of the pt's lack of viability.